Manufacturer narrative:
It was noted that the device is not available for evaluation due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Not returned.

Event description:
It was reported that the patient presented with groin pain. The surgeon stated revision of left hemispherical trident shell implanted 2008 due to grossly loose shell and no on-growth.

Manufacturer narrative:
Implant date corrected. An event regarding acetabular loosening and lack of ongrowth involving a trident hemispherical cluster 56mm was reported. The event was not confirmed. Device evaluation not performed as no device was returned. A review of the provided medical records by a clinical consultant indicated. Based upon the information available for review, no determination can be made for the apparent failure of acetabular component fixation resulting in revision surgery six years post-implantation. A device history review confirmed all devices accepted into finished goods conformed to specification. A complaint history review confirmed no other similar events for the reported lot. The exact cause of the event could not be determined because of a lack of information. No further investigation for this event is possible at this time.

Event description:
It was reported that the patient presented with groin pain. The surgeon stated revision of left hemispherical trident shell implanted 2008 due to grossly loose shell and no on-growth.